Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange from textured to smooth due to concern with the product and rupture. Device remains implanted.

Event description:
Healthcare professional reported bilateral exchange from textured to smooth due to concern with the product as well as bilateral ruptures. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.4, d.7, g.5, h.4., h.6. Device photo evaluation: visual analysis of the photographs identified: brown particle material on the shell. Deformation. Voids between shell and gel. Brown particles in gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.